Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint. Performance testing confirmed the reported the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and the display went black from standby mode while the device was connected to ac power. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and the display went black from standby mode while the device was connected to ac power. The device was not in patient use when the reported event occurred.